Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the initial reporter was the magnetic r esonance imaging technician; her information was unknown. No further information was reported in regards to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at .5 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient had an magnetic resonance imaging (MRI) performed for an unknown reason that had to be canceled due to the patient suddenly developing acute chest pain, nausea and diaphoresis. The patient was sent to a cardiac area to be evaluated. The pump status and logs were checked and no motor stall was seen. It was noted that the patient did not have a healthcare provider (hcp). No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the cause of the patient's cardiac issues, nausea, and diaphoresis was unknown. It was reported that the pump was put into simple continuous mode. No further complications have been reported as a result of this event.